Event description:
It was reported that the pta balloon would not deflate after the initial inflation at 24 atm in a subclavian vein fistula. A needle was inserted through the skin to deflate the balloon. During retraction, the catheter lodged in the sheath. The catheter and sheath were then removed together as a single unit. No further treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device evaluation found the distal end of the balloon protruding from the distal end of the sheath. The distal tip of the sheath was noted to be flared and bunching was noted at the proximal end of the sheath. The patency of the guidewire lumen was tested and passed. The balloon could not be retracted from the introducer sheath. The balloon was advanced through the introducer sheath. Attempts to inflate and deflate the device with water were unsuccessful. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation port. A bulge in the catheter at the location of the inflation/deflation port hole was found. The catheter was cut longitudinally at the inflation/deflation port hole and it was noted that the glue bullet had become lodged within the catheter. The base of the glue bullet does not appear perpendicular to the polyimide axis, which likely contributed to the glue bullet getting lodged inside the catheter. The investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to the glue bullet blocking the inflation/deflation port. The investigation is confirmed for a product quality issue, as the glue bullet was found to be improperly formed and lodged within the outer catheter shaft. The investigation is also confirmed for retraction problems and a detached balloon, as the balloon was unable to be retracted through the sheath. The root cause for the improperly formed glue bullet is manufacturing related. Operator awareness training regarding the glue bullet process was completed. Additionally, warnings and specific directions for use of the conquest pta dilatation catheter are included in the IFU (instructions for use).